Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, user had a bio-identification bracket was broken. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that bio identifier and bracket were broken. A field service engineer (fse) bio identifier cover was found to be broken. It was replaced with a new bio identifier, and the functionality was tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.